Event description:
Information was received from a patient who was receiving unknown drug (asked, unk n/a at asked, unk n/a), methadone (n/a mg/ml at n/a mg/day), unknown morphine drug (n/a mg/ml at n/a mg/day), and unknown drug (asked, unk n/a at asked, unk n/a) via an implantable pump for unknown indications for use. It was reported that the patient wanted to get their pump taken out because nothing has been put in it for about two months and it was hurting them. The patient stated that 'when they put medicine in it, my back had big boils around the pump, and it was infection and draining all the time.' They told their healthcare provider about this, and the healthcare provider looked at the patient's back and told the patient that this was normal, but patient stated, 'it was sore all the time and draining.' The patient then stated that 'it ain't normal because another doctor told me it wasn't normal. ' when agent inquired event date, the patient stated that 'whenever they put meds in it, it drains all the time, I have pictures,' and did not provide any further information. When agent inquired pump med, patient stated 'fergen and stuff that numbs you when you go in for surgery.' The patient then mentioned the 'first time' 'methadone I think' was put into the pump. Patient then stated morphine was put into the pump but it 'shut my kidneys down' and 'I told him I was allergic to morphine.' While on the call, patient mentioned they have been using muscle rub to make it through the day. The agent did not inquire further information. The patient stated that the pump 'still ain't working like it's supposed to, ' and stated they have not had any medication in the pump for 'about two months. ' the agent documented reported information, redirected to healthcare provider, and sent physician listing mail request.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.